Event description:
It was reported the pt had pain at the ipg site which was present whether the stimulation was on or off. It was reported the pain was present 70 percent of the time and the stimulation did not aggravate the discomfort. The pt was to meet with the physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.